Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ catheter was damaged. It was stated "in the chemotherapy room, it was detected that the catheter was damaged by nursing". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd insyte¿ catheter was damaged. It was stated "in the chemotherapy room, it was detected that the catheter was damaged by nursing." There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that a bd insyte catheter was damaged. It was stated "in the chemotherapy room, it was detected that the catheter was damaged by nursing." There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A sample was not returned in support of this complaint. A review of the provided picture was able to verify the reported failure, a review of the device history record and quality notifications found no objective evidence of this incidence. Investigation conclusion: unable to determine an exact root cause.